Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used during a gastrostomy replacement procedure. The exact procedure date is unknown; however, it was reported that the device was in place for 2 months. According to the complainant, two months post procedure, severe backflow was noticed which necessitated a replacement. It was suspected that the reflux valve might be damaged. Reportedly, there was no leaking found around; however, leaking was found inside of the patient's body. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block b3 (date of event): the exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. Block h6 (device codes): problem code 1354 captures the reportable event of feeding tube leak. Visual examination of the returned button revealed no visual issues/damages. The flapper valve does not have any visual defect. The complaint was not consistent with the reported incident of feeding tube leak. Per the directions for use, it mentions leakage and ge reflux in the adverse events section as complications that may occur with the use of direct feeding devices, therefore the reported issue of feeding tube leak will be documented as known inherent risk of device since reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used during a gastrostomy replacement procedure. The exact procedure date is unknown; however, it was reported that the device was in place for 2 months. According to the complainant, two months post procedure, severe backflow was noticed which necessitated a replacement. It was suspected that the reflux valve might be damaged. Reportedly, there was no leaking found around; however, leaking was found inside of the patient's body. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.